Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that insulin 100 units/100ml was infusing, the pump was set at 5 units/hr (5ml/hr), and an air in line alarm occurred within a few minutes. The entire bag had infused but the pump read that only 2.8ml had infused. There is no report of any patient harm or medical intervention.

Manufacturer narrative:
The customer¿s report of an overinfusion was confirmed and replicated. Physical inspection of the device revealed a broken upper membrane frame assembly hinge floating loose inside the pump module door, with the upper platen assembly post still intact. Analysis of the pcu event log showed no log entries for the reported event date of (B)(6) 2016. On (B)(6) 2016 at 07:00am the pcu was powered on and an lb2 battery very low alarm occurred. The pcu was connected to ac power two minutes later. At 10:31am the pump module was programmed to infuse insulin at 5ml/hour with a vtbi of 90ml. At 11:05am the infusion stopped when the door was opened; the volume infused recorded was 2.826ml. At 11:07 am the device was channeled off. Contrary to the customer's report, no air-in-line alarm was observed in the log. At 11:37 am the channel was programmed to infuse propofol. The infusion was stopped at 11:53 and a few minutes later the module was removed from the system. Functional testing was performed; a defective battery issue was noted but this was an incidental finding unrelated to the overinfusion. Initial rate accuracy testing was performed with the set carefully loaded and the door carefully aligned when closed; the device infused within specification. Repeating the test resulted in unregulated flow due to the broken hinge causing the platen to shift its alignment over the pumping segment of the tubing. The cause of the event is a broken upper hinge on the pump module membrane frame. The root cause of the damage was not identified.